Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supplies manager reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, a nurse said the leak occurred 15 minutes into the hemodialysis (hd) treatment. The leak was visually seen in red port. Blood tests strips were used and tested positive for the presence of blood. The fresnius bluestar dialysis machine did alarm with a blood leak alarm. Fresenius bloodlines were being used. There was no damage noted on the dialyzer. There was patient blood loss of 150ml. There was no patient injury, adverse event or medical intervention required as a result of this event. Stat hemoglobin was checked. The patient finished treatment on a different machine with new supplies. The device is available to be returned to the manufacturer for evaluation.